Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high out of range pacing impedance measurements. There was no evidence of asystole and the patient was not symptomatic. Outputs were increased and capture was obtained. An invasive procedure was later performed. There was a concern the lead had perforated the heart. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information was received indicating this lead later exhibited high pacing threshold measurements due to dislodgement. An invasive procedure was performed. An attempt to reposition the lead was made, however difficulty was experienced extending the helix. This lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.